Event description:
Information received by medtronic stated that the insulin pump rails were broken. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, missing display cover, pillowing overlay, cracked overlay, overlay texture damage, cracked retainer, cracked battery tube, cracked battery tube threads and broken belt clip rails. Customer has returned pump due to broken belt clip rails. Broken belt clip rails confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.